Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings: the keypad was torn at the up and down buttons. The down and contrast buttons were unresponsive during the investigation. Contamination was found underneath all of the button contacts. Unrelated to the keypad, the display screen was dim and discolored. The battery compartment was cracked at the threads down along the bumper and below the bumper to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the keypad was damaged and the down button was underresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.